Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR 2518422-2021-08434 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-36082. This follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2022-36082-1 has been filed for awareness about the duplicate report.